Manufacturer narrative:
(B)(4). Only event year known: 2020 batch#. Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "stapler was misfired"? Ans: surgeon has done purse string with anvil and other part inserted through anal canal.. He has followed all necessary steps for firing but the anastomosis couldn't happen as it should be. Where within the gap setting scale was the orange indicator prior to firing? Ans: it was in the green scale. What confirmation was received that the device was fully fired? Ans: tactile sound was received. Did the device staple? Ans: not properly. Was the staple line complete? Ans: no. Were there any staples missing from the staple line? Ans: yes. What was the shape of the staples (b-formation, irregular, legs straight)? Ans: irregular. Were the staples deployed into the tissue? Ans: yes. Were the staples seen in the surgical field? Ans: yes. Did the device cut? Ans: partially cut. Was the cut line fully circumferential around the target tissue? Ans: not fully cut the tissue. If the device fully cut, were both tissue donuts present? Ans : donuts were incomplete. If the device fully cut, were both donuts complete? Ans : no. How many counter-clockwise revolutions were used to open the device? Ans: 1/2 to 3/4. How was it confirmed that the anvil was free from the tissue prior to removing? Ans : after opening the device. After firing was the adjusting knob turned ½ to ¾ revolutions? Ans: yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Ans: yes. Who fired the device? Ans : surgeon. Who removed the device? Ans :surgeon. Was the safety reset prior to removal? Ans: yes. What was the users experience with the device? Ans: very disappointed.

Event description:
It was reported that during an unknown procedure, circular stapler was misfired during the surgery. Doctor has managed with other tech. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. D4: batch # u5an48. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line, and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.